Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show blood oozing from the end of the septum, batch code 4081462. 2. DHR/bhr review lot#4081462 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. The retained samples of this batch are taken for 800mm simulated clinical leakage test, and no leakage is found at the septums. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show blood oozing from the end of the septum, the root cause of this defect cannot be determined because no abnormality is found in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received. The plant will continue to track and trend the issue.

Event description:
It was reported that bd unknown intima ii leaked at septum. While performing an indwelling needle puncture on a child, after the indwelling needle enters the blood vessel and after withdrawing the hard needle, blood is found to be coming out of the glued stopper.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Customer provided image of device and packaging (sku:383078 ; lot 4081462).

Manufacturer narrative:
Customer provided image of device and packaging (sku:383078 ; lot 4081462).